Event description:
Sterile gloves are stated to be powder free. When rinsed with sterile alcohol for injection, a white powder forms which is then transferred on to syringes and other items in the laminar airflow hood. No powder or residue should form when gloves are rinsed with alcohol. FDA safety report ID # (B)(4).